Event description:
During a procedure, the blade broke off in pt. The device indicated an instrument error. Staff resovled error surgeon reintroduced instrument activated and that is when the blade broke.